Manufacturer narrative:
(B)(4).the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to run an infusion at 240 ml/hr and medication was found remaining in the bag after the infusion time was over (under infusion). A secondary clamp was open during the infusion. Medication was administered when the primary IV set was clamped manually. When subsequent IV medication was attempted in the secondary line, the nurse was unable to back flush fluid from the primary line into the secondary line by lowering the secondary IV bag and tubing. A new IV pump and two new tubing sets were placed on the patient (medication and programmed amount unknown). Patient injury or medical intervention is unknown.